Manufacturer narrative:
Event summary: it was reported that the basket of a ngage nitinol stone extractor could not be opened. During a stone removal procedure, the user detected that the basket would not open on first attempt. The issue occurred prior to placing the device into the scope. The user changed to another ngage nitinol stone extractor to completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record (DHR), instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device was returned to cook for evaluation. The handle and basket formation were in the closed positions. The collet knob wa tight. The male luer lock assembly (mlla) was loose. The support sheath was bowed at the nose of the mlla and the basket sheath had multiple kinks. The handle did not actuate basket formation to the open and closed positions. The basket wires were twisted and the clear covering was pulled away from the wires. The basket wire sheaths were heavily damaged, with the sheaths split, no longer holding the basket wires in place. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint associated with the reported device lot. The complaint was determined to be related, but the likely cause was determined to be user related, and not any issue with the device that would have indicated that nonconforming product exists in house or in the field. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. The returned device was found to have a basket that was not functional due to damage. The cause for the damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information: the issue occurred prior to placing the device into the scope.

Event description:
It was reported that the basket of a ngage nitinol stone extractor could not be opened. During a stone removal procedure, the user detected that the basket would not open on first attempt. The user changed to another ngage nitinol stone extractor to completed the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer phone = (B)(6). Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.